Event description:
During the procedure, an air leak was noted. Transseptal puncture was performed, and the sheath was advanced into the left atrium. The dilator and the wire were removed and then aspirated with a syringe from the side tube. The non abbott catheter (biosense) that was to be inserted into the sheath was then prepared. Shortly before inserting the catheter, it was then noted that the tube was filled with air bubbles, although aspiration had previously taken place. The physician stopped, changed the sheath and the case was completed without any patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.